Manufacturer narrative:
From product from inventory impact testing was conducted to confirm the strength of the impact meet specification, which it was confirmed.

Event description:
Dr. (B)(6) was performing a tlif at l5s1. He used his normal disc preparation method whereby he serially dilated the disc space with sequential dilators. Then used shavers and pituitaries to remove disc material. Once he dilated the disc space with the appropriate anyplus tplif spreaders to 9mm, he asked for a 9mm cage to implant. He then used a 10mm spreader and dilated the disc space until the cage was ready for implantation on the appropriate anyplus tplif inserter. He removed the 10mm spreader and began impaction. After a couple impactions, the cage broke into several pieces, and also caused a small dural tear. The pieces were removed and dr. (B)(6) requested an 8mm cage for implantation. He implanted the 8mm cage without incident. He then proceeded to repair the dural tear without incident, and the patient was put on normal protocol for duarl repair. No other issues were reported.